Event description:
A pharmacist called about a meter owner having a lab comparison test and an er1. On followup, the meter owner stated that on a routine visit to the doctor, a lab test result was 199 mg/dl. Blood glucose test 14 minutes later was 86 mg/dl. Pt then went to the pharmacy for assistance. Pt stated the er1 had been with control solution, using strips from older vial than lab test. During call, with newer strips, a control test was low out of range, 4 (94-140). Confirmation dot was not dark, and on unused strips appeared pink. No symptoms were reported. No harm was alleged.